Manufacturer narrative:
(B)(4).

Event description:
It was reported when using an inner catheter to select a vein for lead implant, the lead did not pass through this catheter. The lead is not compatible with the subselectors. It is noted that this issue occurs every time between a quartet lead and a sjm subselector. The physician wanted to continue the implant using another technique. A competitor subselector was used and the lead could be implanted. No further information is available.